Manufacturer narrative:
This report is being amended to reflect changes in sections. This report will be amended when our investigation is complete.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to a broken articular surface locking screw. During the revision surgery it was discovered that the screw had backed out and was floating in the knee.

Manufacturer narrative:
Visual inspection of the returned articular surface and locking screw confirmed that the locking screw had fractured at the head. As returned the locking screw threads and the head showed severe damage, which appeared to be due to the pieces floating loose in the joint. Visual inspection of the articular surface identified severe wear on the edge of one of the condylar surfaces and on one side of the screw hole. Backside wear was also noted. The wear noted on the articular surface indicates that part of the locking screw was sitting between the femoral component and articular surface. Review of the device history records for the subcomponent locking screw identified no deviations or anomalies. Review of the device history records for the articular surface identified one anomaly related to a print change; however, it was noted that the existing materials were not affected. This device is used for treatment. A product history search identified no other complaints for this part and lot combination. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Reported information states that the shaft of locking screw was found to be floating in the joint during the revision. It was also reported that x-rays showed the locking screw had fractured in-vivo. It is unknown if the locking screw disassociated before or after the device fractured. Per the nexgen cr, ps, cra, lps, and lcck package insert, loosening or fracture/damage of the prosthetic knee components or surrounding tissues is a known risk of this procedure. A definitive root cause cannot be determined with the information provided.